Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded and there was contrast media inside the balloon which indicates that the balloon was subjected to positive pressure. No tears were visible inside the balloon. The balloon was placed in a heated water bath at 37 degrees celsius in an attempt to soften the contrast media in order to facilitate inflation. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the proximal transition zone in the balloon. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The encore inflation device was tested using the druck pressure gauge before inflation attempts. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70-90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery #6. During procedure, a 15mmx2.50mm wolverine coronary cutting balloon was inserted to treat the target lesion; however, it was noted that the balloon was unable to cross. The physician decided to inflate the balloon to cross but the balloon as not able to inflate due to the rupture. Then, a 10mmx2.50mm wolverine coronary cutting balloon was selected for use. However, at second inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. There was pinhole on the proximal side of both balloons. The device was removed by normal method without any problem and the procedure was completed with a non boston scientific device. No patient complications were reported and the patient's condition was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70-90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery #6. During procedure, a 15mmx2.50mm wolverine coronary cutting balloon was inserted to treat the target lesion; however, it was noted that the balloon was unable to cross. The physician decided to inflate the balloon to cross but the balloon as not able to inflate due to the rupture. Then, a 10mmx2.50mm wolverine coronary cutting balloon was selected for use. However, at second inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. There was pinhole on the proximal side of both balloons. The device was removed by normal method without any problem and the procedure was completed with a non boston scientific device. No patient complications were reported and the patient's condition was good post procedure.